Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected power loss. The blood glucose level of the customer was unknown. The customer was advised to perform self test but the test was not completed. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.